Manufacturer narrative:
The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event was made. The cause for this specific event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a bilateral patient underwent left total hip arthroplasty and is currently experiencing pain and elevated metal ion levels approximately 10 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
D11: medical product:head, item# 0100181500, lot# 2379470. Therapy date: aug 29, 2018. Medical product:head adapter, item# 0100185146, lot# 2385714. Therapy date: aug 29, 2018. Medical product:stem, item# 00771101010, lot# 60694360. Therapy date: aug 29, 2018. No further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a bilateral patient underwent a revision surgery approximately 11 years post implantation due to pain and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: - date received by MFR- follow up type. Correction: date of report- concomitant medical products- date received by MFR- type of report- additional narrative. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).